Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026. Block d6b: explant date: (B)(6) 2026. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 21442760 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #:(B)(4), model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 21442760 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.